Event description:
It was reported that non-sustained lead noise episodes were observed via merlin.net transmission due to sensing latency between near-field and far-field channel during pvcs. The device was reprogrammed and the patient will be monitored.